Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the oversensing was noted on a stored episodes of non sustained ventricular tachycardia (vt). The oversensed signal appeared to be myopotential. The patient was dependent but was asymptomatic. Programming changes were performed and oversensing was resolved. Patient will continue to be monitored.